Event description:
I had mentor silicone breast implants placed into my body. Since, I¿ve had chronic headaches, intestinal issues, joint pain and inflammation. On (B)(6) 2019 I had them removed and the capsules sent to pathology. The pathology diagnosis dated (B)(6) 2019 stated both the right and left breast capsule: fibrous connective tissue with pseudosynovial metaplasia, compatible with breast capsule; focal translucent foreign material with giant cell reaction.